Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo and one sample, without packaging, were received by our quality team for evaluation. From the photo, one needle blunt 18g 1-1/2 in was observed. From the returned sample, the team observed that it is a needle blunt 18g 1-1/2 in (material number n00306sgt). A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. After a process review, the product changeover is a potential step where a mixed part may have occurred. The assembly machine production was reviewed, there were no abnormalities, process quality feedback, or quality notifications raised. A probable root cause could be that there was improper line clearance resulting in the one-piece sample escapee to the next process. A simulation was conducted to determine the number of assembled needles that could be at the blind spot and not visible to the production technicians. This found that the probable cause could be the assembled needle blunt 18g 1-1/2in needle from the previous batch might be left in the blind spot corner of the needle hopper bin. A blind spot mirror was installed at the corner for a clear view of the area to ensure all left over parts are cleared, however, there are still some areas that are not easily visible. A small door at the linear hopper bin will be made. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle experienced a mix of product types. The following information was provided by the initial reporter: the tip of needle is not bevel.